Event description:
It was reported that plate mac conkey ii agar 90mm x 20 contamination occurred. The following information was provided by the initial reporter: stunted growth of bacteria.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: complaint history review: complaint history was reviewed for the past 12 months. Similar complaints were recorded for this catalog number; however no trend was identified. Batch history record (bhr) review: the batch history record was reviewed. No deviations were registered from validated manufacturing processes. All release testing was satisfactory. Sample analysis: since the complained batch was already expired, a performance test was made on the batch 2298740 (expiry date 25.01.2023) and no deviation was detected. Neither picture nor return samples were shared. Evaluation results: at this stage of our investigation, systemic failures of the validated manufacturing processes can be excluded. No deviation was detected neither during the retest of the samples nor during the review of qc release testing records. Since the complained batch was already expired while issuing the complaint, no further investigation will be performed. Based on the evaluation above, the complaint could not be confirmed. However bd will continue to monitor similar incoming complaints. We would suggest that you set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Event description:
It was reported that plate mac conkey ii agar 90mm x 20 insufficient growth occurred. The following information was provided by the initial reporter: stunted growth of bacteria.

Event description:
It was reported that plate mac conkey ii agar 90mm x 20 insufficient growth occurred. The following information was provided by the initial reporter: stunted growth of bacteria.

Manufacturer narrative:
The following fields have been updated: describe the event or problem: it was reported that plate mac conkey ii agar 90mm x 20 insufficient growth occurred. The following information was provided by the initial reporter: stunted growth of bacteria.